Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body stent graft, the polymer syringe emptied and the patient experienced transient hypotension. The hypotension was treated in accordance with the IFU and the patient was stabilized intr-operatively. Upon attempts to utilize the cross-over cannulation lumen of the delivery system prior to disconnection of the delivery system from the stent graft, it was noted that the guidewire did not track up and over the stent graft bifurcation as expected, but rather tracked up into the aorta, indicative of a disconnection from the delivery system chassis. The contralateral leg was successfully cannulated, and the iliac limbs were deployed without incident. A balloon expandable stent was implanted in the seal zone to successfully exclude the aneurysm. As of the date of this report, there have been no additional patient sequelae reported.